Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue the buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield modified skull clamp (a1059) was not secure when locked. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.